Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted pump. It was unclear if the pump was delivering saline or medication at the time of the event. On (B)(6) 2016 it was reported that the patient was having increased pain because his pump was dry. The pump went dry on (B)(6) 2016. They had been trying to find a doctor for the pump; however, no one would see the patient as he was "a liability and they didn't put the pump in."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.